Event description:
Tampons unravel [device breakage]. Case narrative: consumer reported via rr that she has seen where tampons have unraveled inside of women. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.